Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 4 patient samples tested for spho2, gluc3 glucose hk (gluc3), altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (altl), surea, sastl, ldhl, alb2 albumin gen.2 (alb2), crej2 creatinine jaffé gen.2 (crej2), s-ca2, sodium (na), potassium (k) and chloride (cl) on a cobas 6000 c (501) module. Based on the data provided, erroneous results were identified for gluc3, surea, crej2, na, ldhl, alb2, s-ca2 and chloride. The erroneous results were not reported outside of the laboratory. The initial results were run on the customers¿ c501 module and the repeat results were run on a different c501 module at another hospital. Refer to the attached data for the patient results. There was no allegation that an adverse event occurred. The field service engineer (fse) visited the customer site and found that the sample probe spring was not in the correct position and the rinse arm of a vacuum nozzle was not aspirating. The fse corrected both issues and confirmed the module was operating within specification. The investigation stated remaining droplets of naoh-d detergent for cell cleaning could cause discrepant results like the customer observed. The cell rinse issue was caused by a blocked vacuum nozzle. Reagent issues have been excluded as several tests are affected.